Event description:
It was reported, the tip broke off the inner sheath during an unknown procedure. The device was retrieved from the patient. There were no reports of patient harm. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number- 2429304-2024-00215. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Based on the results of the investigation, it is likely, that the reported issue (broken ceramic tip) was caused by damage of the insulation material of the sheath, due to improper handling, application of excessive force, mechanical impact like fall, shock or similar stress and/or thermal mechanical overload. Moreover, the insulation tip's damage was caused by mechanical thermal influence. The event can be detected/prevented, by following the instructions for use (IFU), which state: ¿a suitable replacement device must be provided, during an application¿. ¿4: before use warning, infection control risk: properly reprocess the product, before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel¿. ¿4.1: inspection and testing: inspecting the product: visually inspect the product. Make sure that it has no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g., cracks, fractures)¿. ¿warning risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center¿. This supplemental report includes a correction to e2, e3, and g2 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.